Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that, following a few falls, the patient lost therapy due to the leads migrating. In turn, surgical intervention took place wherein the drg system was explanted.